Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited a high impedance, and the rv lead was suspected to be broken. The rv lead was not used. The physician elected to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of high lead impedance and ¿lead suspected to be broken¿ were not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.